Event description:
It was reported that a physician attempted arteriotomy closure of a common femoral artery after a diagnostic procedure using a starclose se device. Reportedly, during advancement of the thumb advancer the device popped out of the artery. Hemostasis was achieved using manual arterial compression. The patient did not experience any adverse effect. The physician is trained in the use of the device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded at the facility, without the product to examine an analysis could not be performed and a determination of a cause for the reported event could not be made. Conditions that may contribute to the device coming out of the artery include, but are not limited to: excess retraction pressure/ force, large sheath size, large arteriotomy, or manufacturing. To help ensure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. The lot history record (lhr) for this product was not reviewed and a query of the complaint-handling database was not performed because the device was not returned and the lot number was not identified.